Manufacturer narrative:
Eval summary: the product was not returned. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge with an unk handpiece and an unapproved viscoelastic for this cartridge. The handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2014. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, there was an unexpected outcome. An unapproved viscoelastic was used during the implant procedure. Additional info was requested.